Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, ¿leaking at the valve¿ and ¿hole in valve¿. The device was explanted.

Event description:
Healthcare professional reported left side deflation, ¿leaking at the valve¿ and ¿hole in valve¿. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve and crease flat. Leak test and microscopic analysis was performed which identified: total delamination of the valve and a striated opening on anterior. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A striated opening on anterior assessed as surgical damage.